Event description:
A ophthalmic surgeon reported that cutting failure of a probe occurred before vitrectomy surgery. The condition of aspiration and actuation is unknown. The surgery was completed after replacing the product with another one. No patient impact was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received, with a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face and welded cap. The sample was then functionally tested for actuation and cut. The actuation and cut functionalities of the returned probe were unable to be teste as stiffener and cosmetic bond was moving and did not open close properly. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard pictures. Gouge marks observed at several locations along the inner cutter. The retainer broke at the needle holder. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The complaint evaluation was unable to confirm the reported cut failure due to no movement of the inner cutter in the port. The observed no movement of the inner cutter port could be a potential contributor factor for the reported cut failure at the time the event was observed. The exact root cause for the no movement of the inner cutter in the port cannot be determined due to the component detachment. How and when the components detachment occurred cannot be determined from this evaluation; therefore, a root cause cannot be determined. Furthermore, the reported event was reported to have occurred prior to surgery; however, the nominal wear indicates the probe has been used. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time as reported cut failure cannot be determined from the evaluation. All probes are hundred percent visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).